Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump had crack on the top of the reservoir compartment. After hospitalization customer¿s blood glucose level went down to 558 mg/dl or 538 mg/dl and then 398 mg/dl and when she was released it was at 256 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test, rewind, prime/compromised force sensor system, and excessive no delivery alarm test. Unable to lock reservoir tube in place and complete functional test due to broken reservoir tube lip. Unit was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, scratched case and stained end cap sticker.